Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(6). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporters narrative:an extremity of the kt around 13 cm is stayed in the back of the patient during the punction. This punction was done without difficulty. The kt has been implemented to realize a surgery. He has been impossible to inject at the end of the surgery. It was notice that a bend of the kt was present at the initial punction. To try to remove this kt bend, this one is broken. After ultrasound scan check, it was impossible to find the kt. The hospital decided to let the kt and the patient has been informed. An attempts to localize the kt by scan will be done in the future.